Event description:
N/a - no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
The initial reporter named a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6), phone number (B)(6), email: (B)(6). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the drive assembly and finished pm on service order 43851844. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the 6,6a,7,8 leak test. There was no patient involvement, and no adverse event was reported.